Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged latch roller. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a review of the alarm log, and a service history review were performed. The damaged latch roller was found during visual inspection. The cause of the condition could not be determined. The product was serviced to meet functional specifications. Should additional relevant information become available, a supplemental report will be submitted.